Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation (tip detachment) was confirmed. The difficulty to remove and difficulty releasing the stent could not be confirmed as the stent had already been fully deployed and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation could not determine the cause for the reported material separation (tip detachment) or difficult to remove. It may be possible, the thumbslide was not retracted and the system lock was not locked prior to removal which resulted in the tip catching in the stent causing difficulty releasing the stent from the delivery system, however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous and calcified popliteal artery. The supera stent was advanced to the lesion and deployed, but was difficult to release. Resistance was felt during removal of the stent delivery system, and the nose cone was noted to be detached and may have remained on the guide wire. The wire with the nose cone was simply removed without issue and the case was successfully completed after re-wiring. There was no reported adverse patient effect or a clinically significant delay. No additional information can or will be provided.